Event description:
It was reported that the ventilator failed during use. The device generated a corresponding alarm. The case was continued with manual ventilation. There was no injury reported.

Manufacturer narrative:
For the investigation the provided logfile was analysed. Several entries were found indicating a malfunction of the controller pba. The service engineer on site exchanged the controller pba and tested the device according to manufacturer's specification. The device was found to work as intended. The logfile was analysed. It indicates a depleted lithium cell on the main board which buffers the nvram. With a depleted cell the device sw has no access to configuration data and cannot boot-up. The logfile further indicates that the sensor for monitoring the airway pressure had malfunctioned. In this case the airway pressure monitoring which is based on this sensor does not work, overpressure conditions could not be detected. Thus, if this error is occurring during use, the device shuts down automatic ventilation to protect the patient from potentially hazardous output. The user is being alerted to the ventilation shut down by means of a corresponding alarm. Due to the loss of configuration data finally it could not be determined if the depleted lithium cell or the faulty pressure sensor has caused the reported ventilator failure. However, both the lithium cell as well as the airway pressure sensor are located on the controller pba. The controller pba was exchanged on site and the device was tested according to manufacturer's specification. The analysis of the complaint data does not indicate a systematic accumulation of the described symptom. The ffr is monitored in the responsible pqb, in case it is decided that measures are necessary, this is derived from the pqb. H3 other text : on-going.

Event description:
It was reported that the ventilator failed duirng use. The device generated a correspodning alarm. The case was continued with manual ventilation. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.